Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 450mg/dl. As the customer's cartridge had ran out of insulin, no troubleshooting could be performed to determine a possible cause of the occlusion alarm. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.